Manufacturer narrative:
Review of device manufacturing record history confirmed device met pre-release specifications.

Event description:
Patient presented for an a-v access procedure. A cryolife hero device was placed in the internal jugular to the atrium. End section of the hero device ptfe was cut and sewn to the gore® acuseal vascular graft. The gore® acuseal vascular graft was then implanted into the patient's right upper arm. Reportedly, within 24 hours the gore® acuseal vascular graft thrombosed and a declotting procedure was performed. The gore® acuseal vascular graft had not been cannulated. After the declotting procedure, dialysis was successfully performed using the gore® acuseal vascular graft.